Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lots or device lots was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Patient reported device was removed prior to completion of treatment due to a pin site infection. Infection cleared upon removal.